Manufacturer narrative:
One used device was received and evaluated. Testing found that the tubing was broken off inside of the male adapter of the option lok of the sample. The sample was examined under ultra violet light. It was found a excess of solvent sealer at the point where the tubing broke. The probable cause determined for this issue is that in the manufacturing process due to an incorrect solvent application, causing an excess of solvent in this junction which cause degradation and weakness in the tube walls, causing later a rupture in the tubing with minimum applied force. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported device breakage of the distal tip of the option-lok male adapter. Prior to connecting the option-lok male adapter of the tubing set to the unspecified clear clave, a dualcap was used to disinfect the connection site. The option-lok male adapter of the tubing set was connected to an unspecified clave, connected to the female adapter of the patient's IV catheter and was being used to deliver an unspecified solution and an unspecified antibiotic, at an unspecified rate. After an unspecified length of time, the nurse attempted to disconnect the option-lok male adapter of the tubing set from the clave. At this time, the distal tip of the male adapter broke off into the clave. The tubing set and clave were replaced and the therapy was resumed. No additional details were provided. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. No additional info was provided.